Event description:
It was reported that during a lap cholecystectomy procedure, the clip edges did not meet. There was a gap at the base of the clip. They got a new device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.